Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had alleged insulin pump was under delivering insulin. Customer stated that was just specific on the middle of the night because the entire day was not really affected. Customer¿s blood glucose at the time of event was 300 mg/dl. Customer¿s current blood glucose was 195 mg/dl. The insulin pump and reservoir will not be returned for analysis.